Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is complete.

Event description:
It was reported that the pt experienced a loss of therapeutic effect. Impedance measurements were >4000 ohms. The device system was explanted and replaced. During the surgery, the physician noted that the lead was broken off from the neurostimulator battery. The pt recovered without sequelae.